Event description:
Boston scientific received information that during a scheduled device replacement, this left ventricular (lv) lead was found to have no capture. Under fluoroscopy a fracture was observed near the pocket area. The physician attempted to extract the lead without success so the lead was surgically abandoned as well as the other chronic leads. The new system was implanted on the right side of the body. There were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.